Event description:
International customer reported that a patient underwent a breast procedure in 2008. The patient presented with a seroma in 2009. The seroma was aspirated, and the event is reported as resolved.

Manufacturer narrative:
Conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.